Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to correct the reported issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.